Manufacturer narrative:
Investigation summary: bd received a sample and 3 photos for investigation. The sample and photos were reviewed and the indicated failure mode for 'damaged shield' with the incident lot was observed. Additionally, 200 retention samples from bd inventory, were evaluated by visual examination and the issue of 'damaged shield' was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was a broken lid/cap. The following information was provided by the initial reporter. The customer stated: "when the device was still in the package, there was a crack found on the shield of the tube."